Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging with the usb cable and wall adapter, causing the pump to shutdown with the usb cable and wall adapter. Customer used an a new usb cable and wall adapter which charged the pump successfully. The customer¿s blood glucose level was 430 mg/dl.